Manufacturer narrative:
Bayer r & I quality product analysis reviewed several photographs that were provided by the site and observed a depiction of a foreign body in the syringe. A current investigation and analysis is being conducted. In the event add'l info is obtained, a follow-up report will be submitted.

Event description:
The site reported the following: foreign body in syringe.